Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medbank myqlink multisite updates were not processing. A technical support specialist (tss) was informed by the customer that the product support engineer created a product issue for the case and was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower master database sync was not working and records stuck, unprocessed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.